Event description:
It was reported that this implantable defibrillator exhibited high capture thresholds, noise, oversensing, inappropriate anti-tachycardia pacing (atp), and impedance measurements up on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.